Manufacturer narrative:
(B)(4). (B)(6). This occurred on an unknown date in 2016. Manufactured july 15, 2016 ¿ july 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This was identified during use. The device was filled with 96 ml of fluorouracil and 19 ml of glucose 5%. After 46 hours there was 75 ml solution left in the folfusor. There was no patient injury or medical intervention associated with this event. No additional information is available.